Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, the pulse generator exhibited undersensing and r-wave anomaly. On (B)(6) 2017, the device was reprogrammed. The patient was in stable condition prior, during, and post event.